Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and a high number of short v-v intervals. It was also reported that the rv lead exhibited oversensing on the high rate non-sustained episodes and possible intermittent t-wave oversensing (twos). The lead was also reported to have fractured. The rv lead was capped and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.